Event description:
On friday, (B)(6) 2014, I went in for laparoscopic inguinal surgery repair. The doctor also performed an appendectomy. Parietex mesh was used on the left inguinal hernia, on the right inguinal hernia, and on the right femoral hernia. I was sent home with a prescription of hydrocodon-acetaminophen 5-325. On saturday, (B)(6) 2014, I called and complained of extreme pain. On (B)(6) 2014 a prescription was called in for hydrocodon-acetaminophen 10-325. On tuesday, (B)(6) 2014, I went to see the doctor complaining of hallucinations and extreme pain. Sent for blood tests. Sent home after nothing was found to cause these conditions. After doing some research of my own, found that vicodin had been reformulated and that was causing my hallucinations. On (B)(6) 2014, a prescription of tylenol #3 was called in. Pain managed well after this. Twelve days, post op on (B)(6) 2014, I came to the doctor with a fever of 103 degrees and very ill and was taken into the operating room. An infection was present around the right -sided mesh and the mesh was removed. The left sided mesh was clean and looked very well so no attempt was made to remove the left-sided mesh. On (B)(6) 2014, after complaining of fever and chills, I was once again rolled into the operating room and the doctor thought he would have to remove the left -sided mesh. Unfortunately, no infection was found. The doctor had to clip some growth and adhesions and cleaned out with 4-liters of saline. On (B)(6) 2014 went to see a doctor due to a rash that had developed in and around the incudis site, creating yellow/orange fluid from umbilical incision, down my legs, and on my buttocks, and complained of my right inguinal hernia hurting. Was prescribed tylenol #3 and hydrocortisone cream for rash. I was finally rid of the rash in (B)(6) 2015. Right inguinal pain throughout the year has hampered my ability to do things I love hiking. Constant feelings of fatigue. (B)(6) 2015, I developed the same rash. After extensive research, found that this mesh can cause auto-immune disorder, which leads me to believe I have it due to the mesh that is still in me. On (B)(6) 2016, requested my records in order to report this mesh. On a side-note, the doctor did not test to see if I would be allergic to this mesh.